Event description:
The customer reported that the screws on the housing for her pump in style power adapter were coming out and that the housing was falling apart.

Manufacturer narrative:
A replacement power adapter was sent to the customer. In follow up with the customer, the customer reported that the screws started falling out of the power adapter, then the casing wouldn't stay together. The customer reported that there were no injuries as a result of the issue. Though the original product was received, an eval was not complete at the time of this report. Should add'l info be received resulting in new, changed, or corrected info, a follow up report will be filed at that time. This issue with a damaged transformer housing for the pump in style device was addressed in investigation (B)(4). The investigation found that the transformers are being damaged during shipment from the manufacturer to medela. This damage is causing the plastic housing to fail prematurely when subjected to normal use and foreseeable misuse. The packaging used by the manufacturer to the ship the transformers to medela is not robust enough to handle all of the potential shipping, handling, and abuse conditions that could arise from logistics of the consolidation process. As a result of the investigation, the shipping and consolidation process has been modified to reduce the handling and potential for double stacking of the skids. The shipping packaging strength has also been increased to further protect the transformers during shipping. Complaints against this product are currently being monitored for effectiveness of the above mentioned corrective action.